Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge increased from 20% to 100% without being plugged into a power source. The customer reported having elevated blood glucose levels unrelated to this event; however, a specific bg value was not provided. Customer is working with health care provider to address bg levels and indicated current pump would continue to be used for diabetes management.